Event description:
Healthcare professional reported that following initial mitral and aortic valve replacement, the pt's diastolic pressure was greatly increased. They could not find the problem with the aortic valve after several attempts to come off by-pass. The valve was removed and replaced with a carbomedics valve. All problems disappeared. Pt was put in ICU, developed low-output syndrome and expired.